Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter turns on then off when a test strip is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.